Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,844 units of this code-batch. There are no units in our stock. We have received 21 closed samples and 1 opened with the needle attached to the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of all closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). When opening the packages, we found two sutures with the needle already detached from the thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 3.54 kgf in average and 3.04 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Final conclusion: taking into account that the results of closed samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needles fall off after every knot. No more information has been provided.